Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, after valve deployment, the patient was determined to have an elevated left ventricle end diastolic pressure (lvedp) due to moderate to severe aortic paravalvular leak (pvl) and severe mitral regurgitation (mr). A balloon aortic valvuloplasty (bav) was performed with a 28 mm balloon with no improvement to the lvedp, pvl, or mr. Subsequently, a second valve was implanted at the same depth as the first. The lvedp returned to baseline, the mr improved, and the pvl reduced to mild. No adverse patient effects were reported.